Manufacturer narrative:
The photos of the power cord indicate that this is not a ge approved power cord #(B)(4) supplied with procare monitors. Ge approved power cords are supplied by sun fai industrial co. And have gray plugs, with a green dot and "hospital grade" on the plug. From the procare operator's manual: use only approved accessories, including mounts and defibrillator-proof cables. For a list of approved accessories, see the supplies and accessories list delivered with the manual. Other cables and accessories may cause a safety hazard, damage the equipment or system, result in increased emissions or decreased immunity of the equipment or system or interfere with the measurement. The root cause is associated with strain placed on the power cord by the user. The torn insulation on the power cord caused shorting and smoking of the wires. The power cord in question was not supplied by ge nor indicated for the product.

Manufacturer narrative:
Unknown if the device was in patient use at the time of the reported incident. Date of incident is not known. Date of manufacture is not known. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported sparks and smoldering from the power cord of the reported device. Unknown if the device was in patient use at the time of the reported incident.